Event description:
A hospital in (B)(6) reported that during surgery for an intertrochanteric femoral fracture, after reaming caput femoris, a screw of the sleeve for fixation was missing. The surgeon was quite sure that it was not left in the body of the patient after checking on x-ray. He was also certain that it was neither rough handling nor manipulation failure. He thinks that an insufficient inspection may have caused the problem.

Manufacturer narrative:
This device is used for treatment not diagnosis. Our investigation has shown that the locking pin of the fixation sleeve has loosened and got lost. The measured dimension of the bore hole for the pin is in tolerance and therefore, the press fit of the pin was like normal.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing records were reviewed and no complaint related issues were found